Manufacturer narrative:
Upon inspection and testing of the device, the coating on the insertion tube was found to be peeled off due to deterioration. The reported issue (insertion tube collapsed) was confirmed and found to be caused due to physician stress. In addition, service found the bending angle in up direction was out of specification due to wear of the angulation wire, the bending tube was dented, the connecting tube was corrugated, the electrical connector was corroded, an electrical contact of the ultrasound connector was corroded, there was a lined scratch on the displayed image due to broken charge-coupled device, there was a leakage due to broken acoustic lens, there was a leakage due to a pinhole in the bending section cover, the number of lost elements was out of specification due to broken ultrasound cable, and the acoustic lens was broken. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the insertion tube was collapsed. The reported issue occurred while preparing the subject device for use during an unspecified diagnostic procedure. The intended procedure was completed using another device. There was no delay in the procedure. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during evaluation (coating peeling off).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused after shipment by stress of repeated use, external factors, or handling. The following is stated in the instruction manual to prevent injury: "warning: do not bend, bump, pull, twist, or drop the endoscope tip, insertion section, bending section, control section, universal cord, and scope connector with strong force. Doing so may damage the device, injure the body cavity, burn, bleed, perforate, or cause parts to fall out." Olympus will continue to monitor field performance for this device.